Event description:
It was reported that patient experienced increasing pain "over the past few months" despite titration. Catheter tip evaluation was performed; it showed no granuloma, but did show fibrosis at the tip of the catheter. The catheter was replaced on (B)(6) 2011. The patient outcome was reported as resolved without sequelae. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
Catheter model 8703w lot# l43895 implanted:1997-(B)(6) explanted:2011-(B)(6). Corrected the catheter implant and explant dates.

Event description:
Additional information reported that the previously reported "catheter tip evaluation" that was performed was a catheter access port (cap) contrast study and was performed on 2011-(B)(6). The patient's pump was refilled on 2011-(B)(6). The patient's pump contained the following: sufenta at a concentration of 375.0 mcg/ml and a dosage of 97.08 mcg/day; compounded baclofen at a concentration of 2,500.0 mcg/ml and a dosage of 647.2 mcg/day; and bupivacaine at a concentration of 30.0 mg/ml and a dosage of 7.766 mg/day. It was noted that the reported event was "related" to the catheter or therapy, but it was "not related" to the implant procedure. The patient resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
Catheter model: 8703w, lot#: l43895, implanted: unk, explanted: unk.